Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed the accuracy test during preventive maintenance in the biomed service department. There was no patient involvement. No additional information is available.